Event description:
Reporter indicated that device interrogation at office visit revealed that normal mode output current was set to oma instead of to prescribed parameter, resulting in a loss of therapy to the pt. An interrupted device diagnostic test at previous office visit is suspected to be the cause of the inadvertent change in device settings; however, treating physician indicated that he does interrogate his pt's devices as the last setp of the programming session to confirm proper device settings. Report is incomplete because no response has been received to manufacturer's requests for additional info from treating physician. Reference medwatch reports 1644487-2006-00114, and 1644487-2006-00115 for similar incidents involving same physician, but different pts.